Event description:
Additional information notes the lead was subsequently explanted.

Event description:
It was reported that the patient presented to the hospital feeling fatigued. The atrial lead exhibited loss of sensing and capture. The lead appeared to be fractured via flouroscopy.

Manufacturer narrative:
Only the proximal end of the lead was returned. Final analysis found that the insulation was damaged at 27.3 cm from the connector pin. At this region, all three filars of the outer coil were fractured, due to clavicular crush, which could have caused the reported complaints in the field. Due to the condition of the lead, no further tests could be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.